Event description:
It was reported that on (B)(6) 2012, the rx acculink was successfully implanted in the moderately calcified right internal carotid artery (rica). On (B)(6) 2013, the patient was found to have high grade in-stent restenosis in the rica, between 70 to 80% stenosis. The patient was re-admitted to the hospital and balloon angioplasty was performed in the rica on (B)(6) 2013. The condition resolved. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of restenosis is a known observed and potential patient effect as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.